Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they did not receive the fixed low alert from the g5 application on (B)(6) 2016. No injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) was provided. A follow-up report will be submitted upon completion of device investigation.